Event description:
The manufacturer received information alleging a ''service required'' alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was reproduced. The service technician visually inspected the device and found the pca with burned components due to electrical damage. In addition, the devices error log was downloaded, and error codes were present when reviewed and the screen was scratched. The device passed all testing and was scrapped due to customer's request.